Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Affected side: left knee.

Manufacturer narrative:
(B)(4). No device was received. A review of complaint databases and manufacturing records did not identify any anomalies. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. This report is for an unknown device/unknown lot. Part and lot number are unknown; UDI number is unknown. (B)(4).

Event description:
Revision of sigma primary knee-tep as patient is suffering pain since primary implantation. No loosening of components. Doi: unknown, dor: (B)(6) 2019. No surgery delay reported. Affected side : left.